Event description:
The customer reported experiencing heel, sacrum and occiput pressure injuries on patients who ¿have little or no mobility with the use of the progressa bed. Specific details of the event including categorization/staging of the reported pressure injury, clarification if the associated patient¿s pressure injury was preexisting, the medical treatment provided for the pressure injury, patient¿s medical history, accessory devices utilized, and facilities positioning protocols were not provided. The bed was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The customer reported experiencing heel, sacrum and occiput pressure injuries on patients who ¿have little or no mobility with the use of the progressa bed. Specific details of the event including categorization/staging of the reported pressure injury, clarification if the associated patient¿s pressure injury was preexisting, the medical treatment provided for the pressure injury, patient¿s medical history, accessory devices utilized, and facilities positioning protocols were not provided. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc. And exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. Additionally, the device instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice and the device therapy modes should be used in conjunction with good assessment and protocol. Inspection of the bed by a hillrom technician found the bed and its components to be working as designed. At the time of this evaluation, the severity of the reported pressure injuries could not be determined, as this investigation is still ongoing to determine specific details of the reported injury. If any additional relevant information is received the injury will be categorized accordingly. Based on the limited details available hillrom considers this event reportable.

Manufacturer narrative:
The customer reported experiencing heel, sacrum and occiput pressure injuries on patients who ¿have little or no mobility with the use of the progressa bed. Specific details of the event including categorization/staging of the reported pressure injury, clarification if the associated patient¿s pressure injury was preexisting, the medical treatment provided for the pressure injury, patient¿s medical history, accessory devices utilized, and facilities positioning protocols were not provided. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc. And exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. Additionally, the device instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice and the device therapy modes should be used in conjunction with good assessment and protocol. Inspection of the bed by a hillrom technician found the bed and its components to be working as designed. At the time of this evaluation, the severity of the reported pressure injuries could not be determined, as this investigation is still ongoing to determine specific details of the reported injury. If any additional relevant information is received the injury will be categorized accordingly. Based on the limited details available hillrom considers this event reportable. 28 june 2022, clinical evaluation update: multiple attempts were made to obtain specific details about the reported increase in pressure sores; however, no additional information could be obtained from the customer. Inspection of the bed by a hillrom technician found the bed and its components to be working as designed. The customer did not provide the necessary information to determine the severity of the injuries. Based on the limited details provided, there is no indication that the reported pressure sores were serious injuries. If any additional relevant information is received the event will be categorized accordingly. This event is not reportable.

Event description:
The customer reported experiencing heel, sacrum and occiput pressure injuries on patients who have little or no mobility with the use of the progressa bed. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).